Event description:
It was reported that pharmacist mentioned a patient incident where an IV line of a critical infusion was not connected to the patient and the pump did not alarm. There was patient involvement but unknown outcome. After an internal investigation, the customer confirmed that the pump/pump alarm did not contribute to the patient event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.